Manufacturer narrative:
(B)(4) performed a system service check out of the medrad® stellant injector system (sn (B)(4)) and found the injector performed to specification. The disposable products used during the procedure were discarded; however, three lot numbers were in the room. (B)(4) product analysis performed functional testing on retained samples from all lot numbers provided by the site and all lots performed to specification. A bayer clinical support specialist contacted the site and additional applications training will be conducted the week of december 19th.

Event description:
The site reported the following: a cta of the chest with contrast was performed on a (B)(6) female emergency department (ed) patient who presented with symptoms of chest pain, shortness of breath and an elevated d-dimer test. The contrast injection was performed while connected to a medrad® stellant injector system. The patient's condition was poor upon arrival to CT. After leaving the CT scanner the patient's condition deteriorated further and intubation was required. The radiologist reviewing the cta images detected small amounts of air in the right ventricle of the heart, main pulmonary artery, superior vena cava and right subclavian vein. No pulmonary embolus was detected on the cta. The source of the air is unknown. The patient was transferred to another hospital for hyperbaric oxygen treatment. She was also treated there with ventilator support and extracorporeal membrane oxygenation (ECMO). She recovered and was discharged from the hospital on (B)(6).